Event description:
On (B)(6) 2014, pt reports to local hospital ed, s/p fall at va on (B)(6) 2014 c/o pain legs and arm. Ppd effluent cultures and serum collected. Pd effluent no growth 3 days, no wbcs. Serum wbc 17,800. D/c cipro 500 mg bid po x 10 days. Hydrocodone-acetaminophen 5/325 q 4-6 hrs prn po. Hosp d/c instructions to f/u w/nephrologist (B)(6) 2014. On (B)(6) 2014 pt's wife calls to report pt. Having tremors. Md notified. Per nephrologist, rn notified wife to take pt to ed. Per wife, pt refusing to go. Rn spoke to pt and encouraged to go to ed. Pt did not go to ed. On (B)(6) 2014 monthly md clinic vs. Noted wt decrease from (B)(6). Pt reports receiving a new cycler and it takes off more fluid. Cycler replaced (B)(6) 2014 (ser # (B)(4)) md made aware, assessed pt and states wt lose due to removal of excess fluid. Rn documents pt left facility in table condition and denies any pain. Pt reports clear pd fluid. On (B)(6) 2014 pt reports to clinic for epogen. Rn documents pt stable upon discharge. On (B)(6) 2014, pt calls clinic complains of severe abdominal pain. Pt and wife report to clinic as instructed by rn. No visible s/s of infection at exit site. Temp 98.7, bp 177/87. Pt reports nausea and vomiting starting (B)(6) 2014. Md notified, orders received to do cell count and culture on effluent and administer 2 gm vancomycin/160 mg tobramycin ip via 2.5l 2.5% stay safe pd bag. Rn notes cloudy effluent when draining pt effluent to obtain cultures. Rn instructed pt to dwell 6 hrs then drain. Connect to cycler as ordered. Pt left facility ambulatory without difficulty accompanied by wife. On (B)(6) 2014 wife calls facility, notifies rn of pt's death.